Event description:
The reason the patient had the nevro implantable pulse generator removed is because he needed a full body magnetic resonance imaging and was unable to get it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).